Event description:
Customer complaint - limited data available. I just purchased the caretouch glucose meter kit. I believe the test stips are too old, anywhere between 20-60 points difference on testing within minutes of each other. Here is a pic of one container of strips. (Note:) both containers have the same exp. Date.